Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that the patient called over the night stating that he was getting a driveline disconnect alarm despite the driveline and two power sources being properly connected to the controller. Patient was instructed to change the controller but the patient was unable to physically get the driveline disconnected from the controller until coordinator gave specific instructions on pulling straight back on the ridges of the driveline connector at which point the driveline came out. Patient was instructed to change to his backup controller, at which time all alarms stopped and patients flow, power, and speed returned to baseline. Log files confirmed that the pump had stopped. Per manufacturer engineers, the pump was off for approximately 9 minutes. It was stated that the patient was stable post event, he stated he felt tired during the time the pump was off. Coordinator attempted to recreate the alarm by connecting the patient's old controller to a mock loop that was unsuccessful. Coordinator also attempted to manipulate the locking mechanism and driveline to see if it was loose inside the controller connection, she was unable to disconnect or feel a loose driveline connection. No additional information available.

Manufacturer narrative:
The controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed six (6) vad disconnect alarms on (B)(6) 2016, starting at 03:41:44. The vad disconnect alarms were due to a physical disconnection of the driveline cable from the controller. A high watt alarm was triggered due to the power consumption going over the six (6) watt power limit. Analysis of the controller (B)(4) revealed that the unit passed functional testing but failed visual inspection due to a missing serial port. This observation is not related to the reported event; the most likely root cause of the missing serial port can be attributed to the handling of the unit. Functional testing indicated that the driveline connection was stable and did not result in vad disconnect alarms when subjected to a tug test. Additionally, internal inspection of the controller did not reveal any abnormalities that may have contributed to the reported event. As a result, the reported event could not be confirmed during testing. The reported event could not be confirmed during testing; log file analysis determined that the vad disconnect alarms were the result of a physical disconnection of the driveline cable from the controller. It's possible the driveline cable was marginally connected to the controller at the time of the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.